Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where an infusion set tubing was detached from connector on (B)(6) 2024. Infusion sets were used for couple hours. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.